Event description:
It was reported that multiple intermittent occlusions occurred. Reportedly customer was using off label insulin. Customer subsequently reverted to an alternate method of insulin therapy. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.